Event description:
(B)(4). Event occurred in (B)(6). It was reported that the patient experienced high blood glucose level due bent cannula. Therefore, on (B)(6) 2020, patient's family took the patient to the hospital with blood glucose level of 30 mmol/l, where they discontinued the patient from the pump. The patient was hospitalized for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.